Event description:
Attorney advised the plaintiff underwent a right shoulder hemiarthroplasty with implantation of a synthes device, possibly the epoca system, on (B)(6) 2012. The patient alleges that while using the product in accordance with its intended use was caused to suffer and sustain severe bodily injuries.

Manufacturer narrative:
This device is used for treatment not diagnosis. Subject device has not been positively identified as a synthes device. Cannot be determined without a catalog number. Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
(B)(4). Review of the device history record showed that there were no issues during the manufacture/packaging of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Event description:
During revision surgery on (B)(6) 2011, the surgeon noted abundant scar tissue and difficulty peeling and recreating the subdeltoid bursa, with no subscapularis muscle in the front. The synthes prosthesis was reported as being just below the deltopectoral interval. The surgeon was unable to remove the synthes humeral stem that was proximally coated ingrown stem and the synthes extraction set would not dislodge the prosthesis. Multiple attempts were made to dislodge the well-fixed ingrown humeral stem without success. A sagittal saw was used to perform a humeral osteotomy to split the shaft longitudinally. Osteotomes were used to gently open the canal. This freed the prosthesis and the prosthesis was back-slapped out of the humerus. Non-synthes cables were used to fix the humeral shaft without difficulty. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Common device name: prosthesis, shoulder, nonconstrained, metal/polymer cemented. (B)(4). Device was used for treatment, not diagnosis.

Event description:
On (B)(6) 2010 patient underwent a hemiarthroplasty of the right shoulder. The preoperative diagnosis noted a right proximal humeral head fracture, and this was found at surgery. The procedure lasted three hours, although from incision to end the procedure took two hours and four minutes. The patient was implanted with the following surgical hardware: humeral stem, 8/120mm press fit, eccenter and cocr head 44mm/16.50mm. Patient developed a non-union of the greater tuberosities and suffered from an anterior superior escape from a chronic retracted rotator cuff tear. The patient suffered from virtually no function and a revision surgery to reverse total shoulder prosthesis was recommended by another surgeon at a different hospital. Patient underwent revision hemiarthroplasty at another hospital to the right shoulder to a depuy reverse cemented long stem with a 6mm polyethylene insert and a 42mm eccentric glenosphere, with removal of hemiarthroplasty and osteotomy of the humerus and open reduction internal fixation of the humeral shaft using three non-synthes tensioning cable.